Event description:
The customer reported that the software was corrupted and the system would not boot up. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on-site investigation. The system software was reloaded. The system was then found to be operating as intended.